Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02727. It was reported that both of the patient's leads were explanted and replaced due to lead fracture and migration.

Event description:
Additional information received indicates that migration was confirmed via x-ray. Effective therapy was established post-operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.